Event description:
Event description guidant received information that the patient with this device experienced syncope and severe bradycardia. While in the emergency room the field representative noted the device was pacing at the maximum sensor rate. Upon turning off the rate response mode the device paced at the lower rate limit. Then a 6-10 second pause was noted. Loss of capture as well as pauses in pacing were observed however this was difficult to assess as the ER staff was attempting to insert temporary pacer. The lead was a competitor's and had impedance of 1480 ohms in bipolar and 310 in unipolar configuration. When the device was left in unipolar configuration the device worked appropriately. The physician elected to replace the device and the lead.